Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera listed as disconnected. The camera ethernet cable kit was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera was not communication with the cart. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the software presented localizer disconnected with multiple reboots. They reconnected the bulkhead connector in the camera arm with no change. Further troubleshooting was performed and the site checked on all internal connections and rebooted the system multiple times. The ethernet connection on the camera cart network going to the poe had no lights. They exchanged the upper portion of the camera chain and the new camera cart functioned without issue. They replaced the upper portion of the camera chain with the original and changed the camera. The previously functioning camera showed localizer disconnected.